Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended, and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure, two leads of the same model were attempted to be implanted. The physician found that the torque applied was not able to extend the helix as expected. The physician was finally successful with a third lead. No adverse patient effects were reported.